Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer reported pump errors 75, 25, 69, 49, 23 and a crack in the case after falling into the water. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the corner of the left belt clip rail, missing serial number label, cracked middle (enter) keypad button. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. An unexpected pump error 25 was noted during testing. Attempt to download/upload using crest/thus was successful. The adapt tool was utilized to search for any of the above pump errors that have occurred around the event date. The adapt tool confirms that the following pump errors occurred around the event date: pump error 75 occurred @ (B)(6) 2021 15:58; pump error 68, 49, and 23 occurred @ (B)(6) 2021 23:59, (B)(6) 2021. 00:00, and (B)(6) 2021 11:44. The adapt tool did not list any pump error 25 whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6. In summary, the customer¿s report of pump errors 75, 25, 69, 49, 23 and a crack in the case were all confirmed during testing. All of the pump errors including the high sleep current measurement are due to the moisture damage around the pcba1 j7 and j6 battery connectors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple error alarms. Customer stated that they fell in the water then insulin pump started receiving errors and insulin pump had crack at the casing near battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.